Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, undersensing was noted on the right ventricular (rv) lead. During the revision procedure, damage was visually observed on the rv lead. While repositioning, the stylet was unable to be removed from the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, undersensing was noted on the right ventricular (rv) lead. During the revision procedure, damage was visually observed on the rv lead. While repositioning, the helix was unable to extend and the stylet was unable to be removed from the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.